Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, during the tissue dissection, the teflon fell on the blade and was burned and damaged. (Pad did not fall off). The scalpel cannot be used after that. Unk how case was completed. There were no adverse consequences to the pt.